Event description:
Surgeon was explanting a femoral polyax plate in order to implant a long im nail. Upon removing the plate and screws, there was a stripped 4.5mm locking screw that he was unable to remove. Rep brought in a screw removal set from a different facility, but surgeon was still unable to remove the screw. Eventually, a meta cutter was used to cut the plate and remove it. This caused a surgical delay of 1-1/2 to 2 hours.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.